Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: a provider was placing this product and the guidewire unraveled when it was removed from the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: a provider was placing this product and the guidewire unraveled when it was removed from the patient. No patient harm reported. The patient's condition is reported as fine.